Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information obtained that this ra lead was explanted and replaced. The lead will be returned for analysis. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) and right ventricular (rv) lead exhibited loss of capture (loc) which resulted to asystole of less than two seconds and non detection. Both ra and rv leads were dislodged. Additional information obtained from the field representative that it was twiddler's syndrome. Chest x-ray were performed and lead revision was to be scheduled. At this time, the ra and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.